Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 5mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located at the moderately tortuous and moderately calcified left anterior descending (lad) coronary artery. A 06/2.75 flextome¿ cutting balloon¿ was selected for use to treat the target lesion. During procedure, it was noticed that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.